Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate this iabp and was unable to reproduce the reported failure. However the stm observed fault code#43 in the diagnostics error logs. As a precautionary measure, the stm replaced the fiber optic module and performed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that upon power on the cs300 intra-aortic balloon pump (iabp) presented an "ap sensor module failure" alarm. The iabp was changed out without incident and was tagged and taken out of service. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The date was erroneously reported in the initial MDR and should have read (B)(6)/2018.

Event description:
It was reported that upon power on the cs300 intra-aortic balloon pump (iabp) presented an "ap sensor module failure" alarm. The iabp was changed out without incident and was tagged and taken out of service. There was no patient harm and no adverse event was reported.